Manufacturer narrative:
(B)(4). Results of evaluation: review of the device history record did not identify any non-conformance or deviation to the process during manufacturing of the unit. The return sample was received and evaluated; it was confirmed that the power cord was coming out of the base. In order to determine the root cause of the issue, the heater was disassembled. It was observed that the power cord clip inside the unit was not fully clamped to the power cord, contributing to the cord pulling out. When this serial number was manufactured in 2007, the contract manufacturer was still using a manual method to install the clip. A potential contributing factor is the manual installation of this clip did not fully affix it to the power cord. The contract manufacturer has updated their operating procedure to now use equipment to install the power cord clip instead of the manual application.

Event description:
A customer reported to carefusion that their nebulizer heater power cord came out of the base and the grey insulation around the wires came out of the strain relief. There were no reports of staff or patient harm associated with this issue.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be sent to the FDA.